Event description:
When using the enhanced or calculation package, fetal growth curves and their numerical data can be inaccurate under certain circumstances. There have been no allegations or reports of misdiagnosis attributed to this phenomenon.